Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer administered a manual bolus that was incorrect for the customer's needs. The customer's blood glucose (bg) level subsequently decreased to 63 mg/dl. Customer consumed sugar to address bg. Customer then went to the emergency room (ER) but did not receive treatment while there. Customer was discharged later the same day with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended, and no issues were found with the cartridge, insulin, or infusion set.